Event description:
Device 2 of 2. Ref MFR report #1627487-2014-08077. It was reported the pt fell flat on her back pulling the anchor and the lead down causing the pt to lose stimulation. The pt's physician found her lead to be kinked and replaced the lead and anchor in a revision surgery on (B)(6) 2014. The pt is reportedly receiving good coverage post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.